Event description:
In 2009, the pt's husband stated the pt inserted an insulin infusion headset two days prior, and they think it may not have been fully inserted. The pt started insulin pump therapy on five days prior to original date. He stated her blood glucose reading was elevated up to over 500 mg/dl the day prior to original date. Symptoms of elevated blood glucose were sleepiness, feeling "sick " and "not feeling good." She corrected her readings by bolusing insulin via syringe. Her normal range prior to pump therapy was around 220 mg/dl. He stated the pt had a blood glucose reading today 9:10 am of 559 mg/dl. When she removed her headset, the husband stated the cannula appeared to "not have gone in" or may "have been bent." She discarded the infusion set at issue. A courtesy infusion set insertion device was sent to the pt. The pt did not require assistance from a healthcare professional or secondary party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.